Event description:
The manufacturer received information that patient's ds2 smells like smoke or burning when in use. Patient followed the regular cleaning regimen, and it still pumps air, but the burning smell seems like it shouldn't be breathed in. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.